Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During surgery, the surgeon bent the plate and applied the plate to the patient bone. Still, the shape of the plate does not match the bone, he was re-bending it. After that crack was found in the plate. The surgeon replaced to the other plate and finished the surgery.

Manufacturer narrative:
Evaluation summary: the reported event of the plate cracked could be confirmed. Based on the investigation, the root cause bending over a screw hole (with irons) was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Please pay attention to the IFU for non-active implant v15013/k: ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. For your information, avail yourself of the training courses and publications offered. [¿] intra-operative avoid surface damage of implants. Discard all damaged or mishandled implants. Contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker osteosynthesis, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker osteosynthesis instruments and in accordance with the specified procedures (see operative technique manual).¿ [original statement] no indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During surgery, the surgeon bent the plate and applied the plate to the patient bone. Still, the shape of the plate does not match the bone, he was re-bending it. After that crack was found in the plate. The surgeon replaced to the other plate and finished the surgery.